Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. Customer reported a low blood glucose (bg) of 57 mg/dl. Customer required help and consumed juice and candy to address the bg level. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.